Manufacturer narrative:
Investigation summary: 1 photo was returned for investigation. Fm was observed in the returned photo. 1 actual sample was returned for investigation. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of foreign matter with lot #7167465 regarding item #(B)(4). Fm observed on sample. The clear and transparent material was subjected to fourier transform infrared spectroscopy test. The ftir results showed that the spectrum of the clear and transparent material had matched the spectrum of polyurethane. Investigation conclusion: the catheter is of polyurethane material. The loose material could have been transferred from the manufacturing environment during the manufacturing process. Job aid for housekeeping standard in insyte assembly and packaging process had been established. A communication will be conducted to all manufacturing associates to raise awareness on the nonconformance, proper gmp and housekeeping procedures.

Event description:
It was reported that before use a bd angiocath¿ plus catheter tubing was found with "foreign body" in the catheter tube." No reports of serious injury or medical intervention noted.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use a bd angiocath¿ plus catheter tubing was found with "foreign body" in the catheter tube". No reports of serious injury or medical intervention noted.

Event description:
It was reported that before use a bd angiocath¿ plus catheter tubing was found with "foreign body" in the catheter tube." No reports of serious injury or medical intervention noted.